Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was experiencing random occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the battery compartment was cracked in the thread area and below the grip pad. One occlusion alarm with an unidentified high force was observed in the pump's black box on 12/18/2014. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusion alarms duplicated. The load step was functioning properly during the investigation. No call service or occlusion alarms were duplicated. A force calibration check passed. The force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components inside the pump.